Event description:
This is the second of two reports received by pfizer in 2006, from the same reporter. Aer 2246407-2006-00006 is a serious report. An anonymous consumer reported a female drank half a bottle of visine for contacts (glycerin, hydroxypropylmethylcellulose) once in 2007, "because she saw it in a movie and wanted to see what would happen." After ingesting the product, she had stomach cramps and was tired. That same day, the events resolved. The reporter was lost to follow-up due to no available contact information.

Manufacturer narrative:
The product has not been returned for failure analysis/ laboratory testing. User error may have contributed to the event.